Event description:
It was reported the lv lead was capped due to diaphragmatic pacing. The patient had another lv lead already implanted that was utilized in lieu of the noted lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.